Manufacturer narrative:
The device was not returned to biosense webster for evaluation.

Event description:
During the operation, mapping was performed for the vpc on the rvot using the ensite system. The carto was also used to get approximately 30 points. It was reported that after mapping, the ablation procedure was performed using the navistar catheter. A steam pop occurred while performing the 12th ablation at 50w and 60 degrees at 55 seconds on average. The patient's blood pressure decreased quickly. Therefore, the patient was connected to pcps and drainage was performed (250ml). The patient was transferred to ICU. The outcome of the procedure was described as "improved" and the patient was in stable condition. The prognosis for the patient was satisfactory.